Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced skin issue associated with product insertion site on (B)(6) 2025. The site issue was iin abdomen. The pocket of skin form of inflammation was filled with insulin. The patient faced skin irritation, pain and infection at the time of the event. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.